Manufacturer narrative:
Zoll has not yet received the thermogard in complaint for investigation. A supplemental report will be filled if and when the product is returned and investigation has been completed.

Event description:
It was reported that saline was leaking from the start-up kit(suk) on to the top of the air trap chamber of the thermogard console. Saline was also observed on the floor. A mid 09(airtrap assembly) error message was displayed on the console. No other information was provided by the customer. There were no adverse patient consequences reported. Another suk was used to continue the therapy.

Manufacturer narrative:
Thermogard (tgxp00186) was serviced by hospital biomed. The service report/investigation details were not provided by biomed, however as per the information provided, air trap block assembly was replaced as liquid was inside the sensor processor board. Biomed also performed a functional test and electrical safety. The device was placed back into service.